Event description:
The ECMO oxygenator was experiencing a blood gas leak with small drops of blood coming out of the gas exhaust approx every 10 seconds. The oxygenator required replacement. ECMO circulation.